Event description:
It was reported that when the programmer prints, it prints every fifth page. Technical services provided assistance in resolving the issue by suggesting that the sales representative run the service disk. Additional information received indicated that despite running the service disk, the programmer still had the printing issue. It was also indicated the programmer had hibernating issues. Followup information received indicates the programmer was stuck on one screen and would not boot up even after using the service disk. It was noted that after the service disk was installed the screen was blank. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067l rf head. (B)(4).

Event description:
It was reported that when the programmer prints, it prints every fifth page. Technical services provided assistance in resolving the issue by suggesting that the sales representative run the service disk. Additional information received indicated that despite running the service disk, the programmer still had the printing issue. It was also indicated the programmer had hibernating issues. Followup information received indicates the programmer was stuck on one screen and would not boot up even after using the service disk. It was noted that after the service disk was installed the screen was blank. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed that there were intermittent printing issues, the printer and the printer drawer were replaced. Analysis also found a noisy system fan which was replaced, and a noisy hard drive, also replaced. Product ID 2067l radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.